Event description:
It was reported that during a kidney transplant procedure, device did not release one stapling row along the aorta; only the stapling row by the kidney fired. This caused an extreme amount of bleeding, pressure was held during the loss of visualization and the aorta was clamped by instrumentation until a fixation device could be utilized. This patient received two units of prbc which further puts this patient at risk - especially with being a transplant. The patient is now stable.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: did the device not release one row of staples or one complete side to left or right of the knife? Were clips used in the surgical procedure? What provisions were made to establish proximal and distal control of the vessel prior to firing? Is the device available for return?